Event description:
It was reported that the caller needed assistance updating the time settings on a medical device. There was no reported adverse impact to the customer's blood glucose level. Technical support helped the caller with setting the correct time on the pump and advised monitoring the situation, recommending following up if the time discrepancy occurred again. The caller comprehended and agreed to this advice.